Event description:
It was reported that the patient had experienced dizziness, increased falling, and hypotension with blood pressure ¿in the toilet¿. It was stated that the patient was near his end-of-life from cancer and was not eating. The physician felt that the patient¿s condition might be partly due to the bupivacaine, so he wanted to lower the concentration of bupivacaine and raise the concentration of dilaudid in the pump. The bupivacaine concentration was changing from 5mg/ml to 2.5mg/ml and the dilaudid concentration was being changed from 5mg/ml to 6mg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.

Event description:
Additional information was received. It was reported that the patient had passed away during the week prior to report. It was indicated that the patient had metastatic cancer which was terminal. The patient had reportedly died from natural causes and there had been nothing related to the pump; however, it was unclear if the previously reported symptoms were also attributed to the "natural causes" or if the bupivacaine was still considered potentially related. It was stated that the pump had really helped to manage the patient's intense pain during his last few weeks.

Manufacturer narrative:
.

Event description:
It was reported that the patient had experienced dizziness, increased falling, and hypotension with blood pressure "in the toilet". It was stated that the patient was near his end-of-life from cancer and was not eating. The physician felt that the patient's condition might be partly due to the bupivacaine, so he wanted to lower the concentration of bupivacaine and raise the concentration of dilaudid in the pump. The bupivacaine concentration was changing from 5mg/ml to 2.5mg/ml and the dilaudid concentration was being changed from 5mg/ml to 6mg/ml. (B)(6) 2013 (e1b/rep): no new information. (B)(6) 2013 (crts 2979201/rep): it was reported that the patient had passed away. (B)(6) 2013 (e1d/rep): it was reported that the patient passed away during the week prior to report. He had (B)(6) which was terminal. It was stated that the pump had really helped to manage the patient's intense pain during his last few weeks. (B)(6) 2013 (vm/hcp, rep): it was reported that the patient had died from natural causes and there had been nothing related to the pump. (B)(6) 2013 (lfc/hcp) additional information received reported that the device system was used to infuse hydromorphone and bupivacaine. It was noted that the cause of the event was bridge bolus due to change in concentration of bupivacaine and hydromorphone, the bridge bolus programmed as previous concentrations changed. The patient was not able to use ptm (personal therapy manager) during bridge bolus period, which resolved after the bridge bolus was over. The patient had died but it was "not due to the event, (B)(6) was the reason."